Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages, damaged cable) has been confirmed. As received the distribution node to rear cable therapy electrode cable pulled from the strain relief. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The rear pulse wires were broken in the distribution node. The root cause for broken pulse wires could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the patient experienced "add gel" messages without prior gel release and the electrode belt had a damaged cable.